Event description:
On (B)(4) 2012 the patient's certified diabetic educator reported that she had concerns with the patient's blood glucose levels being low. She wanted to change the patient's basal rate from 1.0 unit of insulin to 0.5 units of insulin. The patient's blood glucose level has been as low as 22 mg/dl. She reported that the morning of (B)(6) 2012 the patient was unresponsive and his wife had to call the paramedics. The paramedics arrived and gave the patient an IV of glucose and his blood glucose level rose to 70 mg/dl. He was taken to the hospital. At the time of report his blood glucose level was 135 mg/dl and he is feeling fine. The patient and diabetic educator was advised on how to adjust the basal rates on the infusion device. The patient recently lost his job and his blood glucose levels have become harder to control since. Follow-up with the patient on (B)(4) 2012 revealed that his blood glucose levels rose over 500 mg/dl after his basal rates were adjusted. The patient stopped using the infusion device on (B)(6) 2012. He did not require any outside assistance controlling his blood glucose levels after he initially went to the hospital. The doctor directed the patient to utilize insulin injection therapy until a follow-up appointment scheduled for (B)(6) 2012. The patient does not think there is anything wrong with the infusion device, but his doctor states that there is something wrong with the infusion device. The patient was not admitted to the hospital; he was monitored in the emergency room. The infusion device, adapter, insulin cartridge, and infusion sets were replaced and requested to be returned for evaluation. Related to medwatch 2183996-2012-01245.